Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise and high impedance. It was reported that the patient presented to the urgent care department for a headache prior to the recording of noise. On (B)(6) 2017, the patient was brought into the clinic and the noise was not reproducible. No intervention was performed and the patient would continue to be monitored.